Event description:
Complainant alleged that while attempting to defib a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no ECG signal via pads" was verified and attributed to lifted pads on a transformer component of the analog board. The analog board was replaced to remedy the report. The customer's report of "unable to discharge" was observed in the device activity logs. The device was charged and then four seconds later the energy up button was pressed two times followed by a shock button press. The shock was not delivered because pressing the energy up or down buttons while the device is charged will cause the device to disarm the charge. Later during the event the device was charged and delivered 237.6j of energy on a 200j selection. The device functioned as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.